Event description:
A customer contacted beckman coulter inc. (Bci) in regards to prepplus 2 instrument that did not detect empty reagent vials. The customer uses the prepplus 2 instrument to prepare samples for flow cytometric analysis. The customer stated one sample was found to have unexpected result before service was called. No erroneous result was reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was prepared on a different instrument to verify results. A bci field service engineer (fse) confirmed that the instrument has a problem sensing empty vials. The customer is aware of the issue and will monitor their results until the unit is repaired. The customer was also advised to verify the amount of reagent before running the instrument. A definitive root cause for this event has not been determined.